Event description:
A journal article was reviewed which contained information regarding this implantable cardiac monitor (icm) model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique serial numbers. The article included the following failure modes: undersensing, false pauses, small r waves and over sensing. The status of the icm¿s is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: r-wave sensing in an implantable cardiac monitor without ECG-based preimplant mapping: results from a multicenter clinical trial. Pace pacing and clinical electrophysiology. (B)(4).